Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month the complaint was reported. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? No information did the patient receive any chemotherapy or preoperative radiation? No information was there a problem with the device during the initial surgical procedure? No. Which healthcare professional triggered the device and what is your experience with the device? Gynecologist. Lots of experience with the device. Where on the green gap definition scale was the indicator located before the trigger (low b, medium b or high b)? No information did the healthcare professional wait 15 seconds after closing the device and then press again before firing? No information was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible and tactile feedback when firing the device? No information have the donuts been inspected? If so, please describe. Yes, the team told me it was correct to open the device. Has a complete transection of the whitewash washer been confirmed visually? No information were there any problems observed with the formation of staples at any point during patient care? If so, please describe the shape and location. No. Just staple line bleeding. But the staples were present. How was postoperative bleeding identified before colonoscopy? Important bleeding through the anus. What was the estimated total blood loss (ml)? No information was a transfusion necessary? No. What was the anticoagulant protocol and pre and postoperative pain treatment? Clip in the staple line during the colonist. Was the bleeding intraluminal or extraluminal? No information what is the patient's current state? No information." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the physician performed a rectosigmoidectomy surgery, using the cdh33. Sales representative was present at the surgery, when he saw the team using the product correctly, a leak test was performed and at the time of the surgery and it had no problems. The patient went to rpa (post-anesthetic recovery) and after about 1 hour, she had significant bleeding. Colonoscopy was then performed, and the staple line bleeding was diagnosed inside the rectum (however the staples were intact). Through colonoscopy, they chose to clip the bleeding area. Patient was fine. She was sent to the ICU only as a precaution.